Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to unknown reason, on unknown date, and with unknown blood glucose level. Customer was taken to the emergency room with her eyes swollen shut and high blood glucose level. Customer stated she was having a difficult time using her insulin pump. The device will not be returned for analysis.